Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two 16x75mm stem trials broke off in the patient's femur and became lodged. The trial stem extractor broke off in the stem trial while trying to remove it.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found previous reports of threaded tip breakage during extraction. Previous investigations identified evidence of the device being levered side to side while removing the rod trial which resulted in the breakage. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.